Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, an alternate sample from one of the identified lots was returned from stock for investigation, simulation use tested and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leakage from the dome part of the cassette during treatment. Treatment was cancelled. Sample set was discarded. During follow-up, the patient reported he had no complications or injuries from the leak. Patient's effluent remained clear.